Event description:
An aneurx stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to have severe calcification. The pt was brought in for a planned abdominal aortic aneurysm procedure. It was reported that during the placement of the main body on the right side, there was resistance felt at the distal aorta bifurcation. The physician continued to aggressively push and torque device. The main body of the delivery catheter was starting to bow in the common iliac when a decrease in the pt's pressure occurred. The physician elected to retract the device from the pt. There was bleeding noted at the cut down area and the pt's blood pressure continued to drop. A reliant stent graft balloon catheter was inserted through the left side up into the aorta, the physician inflated the reliant stent graft balloon catheter and the aorta was occluded. The pt's blood pressure returned to normal. The physician proceeded with the case by performing a right side retroperitoneal incision which revealed an iliac rupture, slightly above right hypogastric artery. The physician decided the best course of treatment for this pt was to convert the pt to an open surgical conversation with a conventional graft which also included an aorta bi-fem graft. The aneurx stent graft was not deployed in the pt.